Event description:
It was reported that upon implantation of the device all electrical measurements looked normal. After a defibrillation shock test, there was oversensing on the atrial egm. The device is still implanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.